Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high bipolar lead impedance. It was also noted that the superior vena cava (svc) coil was fractured. Reprogramming was done and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.